Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that a cerebral vascular attack (cva) occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient experienced a cva. No further information on the status of the patient is available.